Manufacturer narrative:
B4:01oct2021 the customer called technical support reporting they currently have a defective v60 plus ventilator with a defective internal battery. For this v60 plus ventilator, the customer needs a new battery within the warranty period and requested a quote for battery ID replacement. Upon gfe attempt, the philips representative responded, stating remote service engineer (rse) reviewed the case and emailed the customer with service hotline contact information, 12nc number, battery price, and information that the unit is no longer under warranty ((B)(6) 2020 delivery). The customer then did not contact philips again. Further details are not available from service history. Philips will not be servicing the unit, and no additional information could be obtained. There was no device evaluation, and the reported issue can not be confirmed. The customer refused service and repair. The reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site.

Manufacturer narrative:
Date of event: 29jul2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device has a defective internal battery. Requesting a battery replacement. The customer reported there was no patient involvement at the time the issue was discovered.